Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage was noted. The pci treated the 90% stenosed and calcified target lesion located in the severely tortuous distal portion of the circumflex artery. The physician met resistance while advancing the 3.5x16mm taxus express2 drug eluting stent and was unable to cross the lesion. Upon removal of the device, it was noted that a stent strut "got lifted". The procedure was successfully completed with another 3.5x16mm taxus express2 drug eluting stent. No patient injuries or complications were reported. The patient condition was reported as "good". The patient was discharged on panaldine.